Event description:
A report was received that the patient will undergo a revision due to unknown reason.

Event description:
A report was received that the patient will undergo a revision due to unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient¿s request. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.